Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report #: 3006705815-2018-01992; reference MFR. Report #: 1627487-2018-07852; reference MFR. Report #:1627487-2018-07853. It was reported the patient experienced discharge at the lead incision. The patient went to the emergency room on (B)(6) 2018 and was admitted into the intensive care unit. The physician explanted the scs system due to infection at the lead site (exact explant date is unknown).